Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states get a six wrench flash; right brake fault.

Manufacturer narrative:
The complaint of the motor gearbox assembly causing a 6-wrench flash error code was confirmed. The cause of the error code was determined to be the brake wire being melted to one motor brush. However, the cause of the brush-wire contact and subsequent melting could not be determined from the available information and analysis.

Event description:
The complaint of the motor gearbox assembly causing a 6-wrench flash error code was confirmed. The cause of the error code was determined to be the brake wire being melted to one motor brush. However, the cause of the brush-wire contact and subsequent melting could not be determined from the available information and analysis. Provider states get a six wrench flash; right brake fault.